Event description:
It was reported that the patient had a chronic history of high thresholds. The patient is asymptomatic and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.